Event description:
It was reported that during an unknown procedure, when the hand piece was activated, a generator error occurred while using the gen11 generator. The procedure was completed with another device and there were no patient consequences reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).